Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("the one on the right is hanging down into my uterus") and genital haemorrhage ("passing blood when I go to the bathroom") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Concomitant products included morphine. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pain"), abdominal distension ("bloated"), tremor ("uncontrollable shaking"), hyperhidrosis ("sweating"), feeling cold ("freezing"), crying ("crying") and pyrexia ("I had 99.5 fever"). The patient was treated with surgery. Essure was removed. At the time of the report, the device dislocation, genital haemorrhage, pelvic pain, abdominal distension, tremor, hyperhidrosis, feeling cold, crying and pyrexia outcome was unknown. The reporter provided no causality assessment for abdominal distension, crying, device dislocation, feeling cold, genital haemorrhage, hyperhidrosis, pelvic pain, pyrexia and tremor with essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('the one on the right is hanging down into my uterus/migrating into uterus') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Concomitant products included morphine. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage ("passing blood when I go to the bathroom"), pelvic pain ("pain"), abdominal distension ("bloated"), tremor ("uncontrollable shaking"), hyperhidrosis ("sweating"), feeling cold ("freezing"), crying ("crying"), pyrexia ("I had 99.5 fever") and menstrual disorder ("changes to my period") and was found to have weight increased ("weight gain I'd gained this past year"). The patient was treated with surgery (essure removed). Essure was removed. At the time of the report, the device dislocation, genital haemorrhage, pelvic pain, abdominal distension, tremor, hyperhidrosis, feeling cold, crying and pyrexia outcome was unknown. The reporter provided no causality assessment for abdominal distension, crying, device dislocation, feeling cold, genital haemorrhage, hyperhidrosis, pelvic pain, pyrexia and tremor with essure. The reporter considered menstrual disorder and weight increased to be related to essure. Most recent follow-up information incorporated above includes: on (B)(6) 2020: social media received : reporter was added, event menstruation abnormal and weight gain was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.